Event description:
A report was received that an electrode was found to have residual blood left inside the probe where the wire connects after multiple uses. The residual blood was noticed after being cleaned.

Manufacturer narrative:
The complaint was confirmed. Overuse of the electrodes (sterilizing units beyond the number of cycles the units are validated for) can lead to additional wear on the units and the epoxy inside the hub, leading to cracks that allow for fluid ingress. The lab determined that the material found on the hub contained proteins like those found in blood.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that an electrode was found to have residual blood left inside the probe where the wire connects after multiple uses. The residual blood was noticed after being cleaned.